Manufacturer narrative:
Product analysis device was received with the external slider and graft cover fully retracted. The stent graft had been deployed prior to receipt of the device and was not received alongside the device. Deformation was evident to the graft cover. The spiral member appeared severally bent. Kinks and spiral separation were evident along the spiral member. A gap of approx 1.5mm was observed between taper tip and graft cover when graft cover fully advanced (specification 1mm). It was possible to advance and retract the external slider with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index procedure to treat a 40 mm abdominal aortic aneurysm, the stent graft etlw1610c156ee endur ii limb was intended to be implanted. After successful implantation of the main body stent and during deployment of the 1610156 endurant limb, the release handle was rotated and the proximal end opened one segment; however, the stent shifted downward along with the outer sheath, making further deployment impossible. The operator refrained from forcibly continuing the deployment and removed the delivery system during the procedure. Instead, a 1610124 iliac branch combined with a non-medtronic stent was implanted. No cause was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis confirm the present of mdx coating on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the physician believes the deployment failure was due to an issue with the stent assembly. No difficulties or stiffness were encountered when rotating the external slider. It was clarified that the stent could not be opened, but instead moved downward along with the outer sheath. No vessel injury was observed following the removal of the partially deployed stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.